Event description:
Patient entered the hospital with broken wrist on 1/28/93 and had internal fixation with #241-13 (small t plate - stainless steel). On february 9, 1993 patient re-retered the hospital because t plate was broken in two at t joint. Patient was taken back to surgery and a new plate was placed in wrist. It is unknown how the plate was broken. The patient says he slipped and fell on the wristdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, invalid data. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.